Event description:
Patient was trained on the smartvest on 12/8, using settings 8-9-10 hz 25-20-30% for 5 min each on therapy1. She used the smartvest for about a month. She started having headaches and back issues, she began to experience mobility issues and started having difficulty walking. She went to a chiropractor who stated her back was out of alignment likely due to the smartvest. After several weeks of seeing the chiropractor she returned to baseline with no further issues.

Manufacturer narrative:
No device malfunction alleged and device was returned and investigated to conclude no device issues were found. Device instructions for use include contraindications for use that require an individualized clinical assessment and careful consideration by the physician prior to prescription.